Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the electrophysiology lab with a right atrial lead noted to have no capturing and sensing. Chest x-ray showed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.